Event description:
A caller reported experiencing multiple intermittent occlusion alarms, but the specific alarm number could not be verified in the pump history. The customer's blood glucose level due to the issue was recorded at 300 mg/dl. To address the high blood glucose, the customer administered a correction bolus via the pump, changed the infusion set and cartridge, and resumed insulin delivery. No assistance from third parties was required. Reportedly, the customer was using humulin u500 insulin with the pump. Tandem customer technical support informed customer that humulin u500 insulin is off-label per the user guide. The customer acknowledged the off-label insulin messaging provided by technical support.